Event description:
After succesfully delivering this coil into an aneurysm located in the anterior communicating artery (a-com), the physician had difficulty re-zipping the dcs system when he attempted to remove the system from the paitent after he noticed that the microcatheter (mc) had come out of the aneurysm. The patient was a female patient. The vessel was not calcified, but was moderately tortuous. The product was properly prepped and checked for functionality, prior to use, and no anomalies were noted. A constant flush was maintained throughout the procedure. After successfully placing a mc at the target lesion, the physician inserted the delivery tube of the product into the mc and advanced the delivery system to the aneurysm. Once in position, the physician had difficulty peeling away the introducer tube from the delivery tube, but he was still successful in placing the product into the aneurysm. At this point, the physician noticed that the mc had come out of the aneurysm and removed the dcs system from the patient. The physician was successful in removing the system, intact, without stretching the coil although there was difficulty re-zipping the system. Another trufill dcs coil was used to complete the procedure. There is no information as to if any other coils were passed through the mc prior to this event. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.